Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer continued to use the pump for insulin therapy.